Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the va locking screw. During the surgery, the va locking screw was not locked. The surgeon used a va drill sleeve which was funnel-shaped and drilled with a k-wire. When the surgeon inserted the va locking screw, the screw was not locked. The surgeon tried to remove the screw; however, the screw got stripped and could not be removed. The surgeon gave up on removing the screw and it remained in the patient. The surgery was completed successfully without any surgical delay. This report is for one (1) va lockscr ø2.7 head 2.4 self-tap l18 ta. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter is a j&j employee. Additional device product codes: hrs. Complainant part is not expected to be returned for manufacturer review as it is implanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: sterile part: part #: 04.211.018s lot #: 8l96403 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date: 11 jan 2022 expiration date: 01 jan 2032 non-sterile part: part #: 04.211.018 lot #: 565p677 manufacturing site: werk selzach supplier: synthes USA hq, inc release to warehouse date: 20 dec 2021 expiration date: n/a a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.